Event description:
It was reported that patient presented for an implant procedure. It was noted that the lead was unable to be screwed in the header of the pacemaker and there was no click sound. The pacemaker was not used and replaced during the procedure. Patient status was not reported.

Manufacturer narrative:
The reported event of the v-setscrew could not be tightened was confirmed. Analysis revealed the user/physician was making incorrect wrench insertions into the setscrew inset. The user/physician was making steep angled wrench insertions trying to insert the wrench tip into the setscrew inset. The setscrew cannot be engaged and tightened this way. Vertical insertions into the setscrew inset are necessary. Testing found the setscrew was normal and could be tightened to the point of the wrench clicking with correct insertion of the torque wrench. No device anomalies were found. The problem is related to the user¿s incorrect use of the torque wrench.